Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove (guiding catheter) could not be confirmed due to the condition the device was returned for analysis. The reported difficulty to remove (anatomy) could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy and the guiding catheter during removal causing the reported difficulty to remove and subsequent proximal stent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 65% stenosed, moderately tortuous, and moderately calcified lesion in the left anterior descending artery. Resistance with the anatomy and the guiding catheter was felt when attempting to remove a 2.75x28mm xience alpine stent delivery system (sds) from the patient. Once outside the patient anatomy, it was noted that the stent struts were damaged. The procedure was successfully completed with a new unspecified xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.